Manufacturer narrative:
Insulin pump passed all functional testing including the displacement, operating currents, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display and no device deficiency anomaly noted. Insulin pump received with torn keypad overlay. The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 411 mg/dl at the time of incident. Customer treated with insulin pump. Customer states the contacts on the battery cap are not missing or damaged. The customer performed self test and pump went blank again. The customer also report the unexpected restart. A cold reset was performed alarm. The customer was advice the pump will need to be replaced. Advice to discontinue use of the pump and revert to backup plan per health care professional instructions. The product will be returned for analysis.